Event description:
It was reported that a cartridge alarm occurred intermittently during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was able to resolve the issue independently, after successfully reloading the cartridge, and resuming insulin therapy.